Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's ilet is not rewinding, and they are getting an unable to proceed error. The customer care agent instructed on a dry run which resulted in an immediate "unable to proceed alert." When trying to rewind, the device does not make any noise. The agent advised on a replacement device. During the reported event, the patient experienced a hyperglycemic episode 400 mg/dl blood glucose. She was out of range for more than 90 minutes but did not require outside intervention. She experienced lethargy and excessive thirst. The episode resolved with manual insulin delivery.